Event description:
It was reported that during a da vinci esophagactomy procedure, the customer experienced multiple occurrences of system error code #20008. The customer powered down and restarted the system. After restarting the system, the error continued to recur. The customer decided to convert to a laparoscopic technique to complete the planned surgery. The pt was under anesthesia for an add'l 40 minutes while the operating room was prepped for the laparoscopic procedure. No pt harm was reported.

Manufacturer narrative:
The investigation conducted by field svc engineering concluded that system error code #20008 experienced by the customer was associated with the right master tool manipulator (mtmr). The sys was repaired by replacing the affected mtmr. The system alarm (system generate error code) functioned as designed and there was no injury to the pt. System error code #20008 appears when the da vinci s safety systems determined that the angular position of one or more robotic joint's on the specified manipulator, as measured by the joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining this condition, the safety systems put da vinci in a "recoverable safe state". The mtmr was returned to isi for failure analysis investigation. Engineering eval determined that a potentiometer assembly within the mtmr had malfunctioned, thus generating the sys error code experienced by the customer. As of 2008, there have been no reported recurrences of the issue at this hosp.